Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the skyline expansion tip driver (p/n: 286830500, lot #: gm4952201) was returned and received at us cq. Upon visual inspection, it was observed that the distal tip of the device was stripped. Due to the worn condition of the tip, device functionality was compromised. The noted issues were consistent as end of life indicators for the device. No other issues were identified with the returned device. The received condition was consistent with the complaint condition thus the complaint was confirmed. Conclusion: after a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: a review of the receiving inspection (ri) for skyline expansion tip driver was conducted identifying that lot number gm4952201 was released in three batches. Batch1: lot qty of 35 units were released on 04 apr 2018 with no discrepancies. Batch2: lot qty of 36 units were released on 05 feb 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 while the skyline screw was being inserted into the screwdriver, it would not stay on the screwdriver. There was no delay as another screwdriver from the set was used to complete the procedure. There was no patient impact. Concomitant device: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) skyline anterior cervical plate system expansion tip screwdriver. This is report 1 of 1 for (B)(4).